Manufacturer narrative:
A customer obtained a positive result for neumodx sars-cov-2 assay on neumodx 288 system. Review of customer data showed one target and the internal control target did not amplify. The IFU instructs customer to consider repeat testing where only one of the targets amplifies and the spc2 control is negative. Although no adverse event occurred as a result of the false positive, neumodx is reporting this event in an abundance of caution and in accordance with eua requirements.

Event description:
Sars-cov-2 false positive results for one patient with the neumodx sars-cov test strip on the neumodx 288 molecular system. Results were negative with one other eua diagnostic test (alinity m).